Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that before and during use, the patient found a foreign object in the device. The patient circled the area where the foreign substance was found. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harm.

Manufacturer narrative:
Four samples were received for evaluation. During visual inspection of the samples, particles were detected in three devices received. According to the sample received, the failure mode ¿foreign material/contamination¿ was confirmed in the device received. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.